Manufacturer narrative:
Updated fields:b4; g2 contact person- mfg site; g3; g6; h2; h6 type of investigation, investigation findings, investigation conclusion; h11. Corrected fields:d5; e2; e3; e1initial reporter name, event site email; e4. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse reported that the equipment detected that the safety disk was leaking seriously and needed to be replaced. The safety disk (d997-00-0985-15) was replaced and the equipment returned to normal. All functional tests were carried out on the equipment according to the factory requirements, and the test results were in compliance with the requirements and could be delivered to customers for use.

Event description:
N/a

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) prompts insufficient negative pressure. The hospital reported that during the preventive maintenance process. There is no patient involvement.

Manufacturer narrative:
E1. Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.